Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was successfully reactivated. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device was discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.  This is the final report.

Event description:
The recipient reportedly experienced device migration.